Event description:
It was reported that patient enrolled in a clinical study underwent hip arthroplasty in 2009, utilizing a femoral resurfacing head and acetabular cup. This procedure was outside the scope of the study, as the patient was enrolled in the study for the right hip, and the procedure that occurred the same day, was on the left hip. Subsequently, patient suffered trauma to the left hip and the femoral neck fractured. Additional surgery was performed the following month, and the patient was revised to a total hip arthroplasty.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. This report filed november 12, 2009.

Manufacturer narrative:
Pertant information inadvertently omitted from initial report. Per conversation with manager, clinical affairs, the patient suffered from acromegaly, a disease in which there is a benign tumor on the pituitary gland causing abnormal growth. The surgeon felt that the patient's condition may have been a contributing factor to the event.

Event description:
It was reported that patient enrolled in an (B) (6) clinical study underwent hip arthroplasty on (B) (6) 2009 utilizing a femoral resurfacing head and acetabular cup. This procedure was outside the scope of the study as the patient was enrolled in the study for the right hip, and the procedure that occurred (B) (6) 2009 was on the left hip. Subsequently, patient suffered trauma to the left hip and the femoral neck fractured. Additional surgery was performed on (B) (6) 2009 and the patient was revised to a total hip arthroplasty.